Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's lead was damaged. Several electrodes on the lead were not working during the impedance check. The physician saw a part of the lead tail was bent but did not know for sure if the lead was fractured as a result. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.